Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she received an iop test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to clear the alarm using act and esc. The customer was advised to perform rewind process. The customer was assisted with programming time and date. The customer was unable to finish troubleshooting at the time of call. The insulin pump will not be returned for analysis.